Event description:
Reportedly, the IV set was connected to a 20 gauge IV cannula. A power injector extension set was connected to a lower clave port of the IV set. The power injector was delivering an unspecified contrast agent at 4 ml/second when the IV set tubing "split" at an unspecified area distal to the clave port. There was no blood leakage, however, the CT contrast "sprayed everywhere". The clinician changed the tubing and re-injected the contrast through the clave port. There were no reported adverse pt sequelae. Though requested, no additional info was provided.